Event description:
Information received indicates the bed cannot be placed into trendelenburg.

Manufacturer narrative:
The technician found the trend linkage was not making proper contact with the gas spring valve. He released and adjusted the gas spring to repair the bed.